Event description:
It was reported that during a lap colon procedure, a screeching sound when the unit was being activated. Upon visual inspection of the blade, it was noticed that the white tissue pad was melting off the clamp arm. A second device was used to finish the case with no patient consequence.